Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the kidney and ureter performed on an unknown date. According to the complainant, during procedure and outside the patient, the laser fiber body was broken, misfired and burnt the elbow of the physician. Reportedly, there was no treatment done to the burnt area. The procedure was completed with another flexiva laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications.